Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal intact, and the right plunger case and battery door cracked. A review of the event history log identified check clutch/plunger lever in the history. Motor drive and occlusion testing were performed. The reported problem was duplicated. The problem was caused by the clutch slipping because of normal wear since the pump was over 12 years old. To resolve the problem, the right and left clutch halves were replaced. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol(B)(4) .

Event description:
It was reported that occlusion test failure occurred. No patient injury was reported.